Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter but still intact and held in place by the suture, confirming this complaint. The anchor itself reveals no structural anomalies, and no signs of it being used/implanted. The distal tip of the inserter is broken and stuck inside the anchor causing the anchor to fall off the inserter. This complaint can be confirmed. There were no details provided regarding the preparation of bone hole. We cannot discern a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of (B)(4) devices that were released to distribution. A definite root cause for this failure cannot be determined. There is no safety risk to the patient as the tip was still secured inside the anchor and the anchor was still attached to the inserter¿s body and not loose. At this point in time, based on the complaint rates for this failure, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
While trying to implant the anchor, the tip of the inserter in the anchor broke. The procedure was completed with same like product. Additional information: was the issue that the inserter broke or the anchor? The inserter tip broke into the anchor. Did it fall into the patient? No, the inserter tip is still in the anchor. Was it removed? N/a.

Event description:
While trying to implant the anchor, the tip of the inserter in the anchor broke. The procedure was completed with same like product. Additional information: was the issue that the inserter broke or the anchor? The inserter tip broke into the anchor did it fall into the patient? No, the inserter tip is still in the anchor. Was it removed? N/a.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.